Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. D4 - device information: we completed a good faith effort to obtain the information. Because the product serial number is unknown at this time, we are unable to provide the complete unique identifier (UDI) and other specific product information. If additional details become available, a supplemental report will be submitted. G1: MFR site facility name: we completed a good faith effort to obtain the information. Because the product serial number is unknown at this time, we are unable to provide the complete manufacturer facility and specific site information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient underwent an explant of the spinal cord stimulator (scs) system implantable pulse generator (ipg) for an unknown reason. A good faith effort to obtain additional information was made, however information was not provided, if additional details become available, a supplemental report will be submitted. Additional information was requested from the physician, they stated that malfunction was not suspected, and that the patient is doing well post operatively, and the explanted device was discarded. No other updated were provided.